Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurs, which the caller acknowledged and understood.